Manufacturer narrative:
Block b3: exact date unknown, event occurred two to three years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7048160 product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 5090518

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All device components were removed and not returned.